Event description:
A first-responder was attemptng to resuscitate a pt in cardiac arrest, but the device returned "no shock advised" determinations for a total of six analyses. A med-flight crew also responding to the event arrived on the scene and assumed treatment of the pt. The medics disconnected this device and attached another device and a fresh set of electrodes to the pt. The pt was analyzed and the device returned a shock advised determination. The medics then administered a defibrillation (energy level unknown) to the pt. Two add'l analyses were performed and resulted in "shock advised" determinations. The pt was shocked a total of three times. The pt subsequently expired.